Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The referenced report was received via the interdepartmental helpline solutions tracker from a medtronic startright representative. The customer reported of being hospitalized for 2 days. Customer also indicated that the infusion sets don't always stay in and that the cannula was bent. Customer's blood glucose was unknown at the time of incident. No further details given.